Manufacturer narrative:
Eval codes: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported during routine programming, the pt mentioned her ipg pocket site was oozing. The pt f/u with her physician who noticed the pt had some bleeding at the site and that it was not infected. No further pt complications were reported.